Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU and heartmate ii lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient could not see his green light on (B)(6) 2019, but it "came back on" this morning. The patient stated he felt "a short" inside his abdomen. Per the account, the patient stated the area over the driveline was hot to touch and thought it was "a short". The log file analysis showed no indication of any interruption in pump support to the patient. No evidence of any type of percutaneous lead issues was found within the log file. On (B)(6) 2019, it was noted that a fixed speed increase in addition to a low speed limit increase. On (B)(6) 2019, the patient was found doing well with no issues. Per the customer, there was no identifiable source for the heat sensation. Symptoms have resolved and no more reports of heat sensation.